Event description:
It was reported that the patient has high lead impedance. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
The patient had a generator replacement surgery.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device return and evaluation will add no value to the investigation as the root cause is known.

Event description:
Information was received that the high impedance did resolve with pin reinsertion during surgery, and the generator was replaced prophylactically.